Event description:
It was reported that the explanted device was discarded by the explanting facility; therefore, no product analysis can be performed.

Event description:
Initially, it was reported that the patient desired the vns to be explanted due to moving and pulling at her neck. The patient was referred to the surgeon for assessment. The patient later underwent device explant. The explanted devices have not been received for analysis to date. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
Further information was received through clinic notes that in addition to the previously reported adverse events, the patient also had one episode of atonia. It was stated that the device had been turned off for 6-8 months presumably before it was explanted due to the side effects. No additional relevant information has been received to date.